Event description:
It was reported that the device is alarming low tempt. No additional information.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with power cord discoloration, corroded drain fitting, pcb (printed circuit board) old style and cracked water tank cover. The investigator stated the problem was duplicated. Due to the age and condition of the device it has been deemed beyond economical repair and was scrapped. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records, corrected data: e4: correction: customer reported to FDA: no information. D5: correction: operator of the device: unknown.

Event description:
Additional information was received which included the event date and there was no patient involvement.

Manufacturer narrative:
Corrected data: evaluation codes conclusion corrected (updated h6).